Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows tissue piece in the hand of user of top view and a staple line can be seen with several staples properly formed. Also, no incomplete staple line could be observed on tissue. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Investigation summary: a photo along with the device was returned for evaluation. The photo shows tissue piece in the hand of user of top view and a staple line can be seen with several staples properly formed. Ooze was noted. Also, the line of tissue appears to be properly closed and no incomplete staple line could be observed on tissue. The device analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position and the cartridge pan missing. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples meet the staple form release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a pancreas procedure, on the first firing, the left side was completely stapled while the right side was not stapled. Any remnant of clips or staples was not found. Procedure was completed by hand-sewing and surgery was successfully completed. There was no patient consequence.